Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer via phone call that the insulin pump received button errors and motor errors. The customer¿s blood glucose level was unknown. The customer reported that the bolus button gets stuck, unexplained no delivery alerts, knicks and haziness on the screen of insulin pump. The customer also reported that the insulin pump rejected new batteries, cracks and chunk of plastic that covers reservoir was missing. The device will not be returned for analysis.